Manufacturer narrative:
A cartridge lot number search was performed and three similar complaints were found. An injector search was performed and one similar complaint was found.

Event description:
The reporter stated a competitor's lens was damaged while loading the cartridge model number mtc-60c fp into the injector, model number msi-pf. The reporter stated the cartridge was the cause of the lens damage. No pt contact.